Event description:
Report received from the united states stating that the device has a heating issue. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is currently in process. When the evaluation has been completed or if additional info becomes available, a supplemental report will be sent. (B)(4).